Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south korea. Products of different article are packed in the box. Incorrect product in the box.

Manufacturer narrative:
Samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch, of which (B)(4) units were manufactured and distributed. There are no units in stock. Received one picture which shows that inside a dafilon pre-printed box labeled as b0935352 (dafilon 3/0(2) 75cm ds24) with batch 615224 there are (B)(4) pouches of the reference b0932558 (dafilon 2/0 (3) 75cm ds39) with batch 615224. Products traceability has been checked and it has been determined that this mix-up took place in the manufacturing line in the packaging area. Both products were packed in the same line and same day one after the other. Line clearance was not correctly done. Final conclusion: taking into account that the box contains wrong product inside, we consider that the complaint is justified. Final conclusion: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.